Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced slow heart rate and a syncopal episode with a contusion to the knee and forehead. The right ventricular (rv) lead exhibited high thresholds and oversensing resulting in right ventricular pacing inhibition. The ipg was unable to provide pacing in unipolar and did not respond to a magnet post interrogation. The rv lead was capped and replaced and the ipg was removed and replaced. No further patient complications have been reported as a result of this event.